Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been received. Therefore, this claim will be closed as no product returned.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.